Event description:
I have the medtronic 770 pump and noticed a large crack in the body of the pump across the back of the battery compartment. This makes the pump susceptible to damage from moisture and can lead to a pump failure. As a type 1 diabetic who relies on insulin therapy to stay alive this is of great concern. After speaking to other people on the 770 medtronic pump I was told that this is a very common issue and known by the company. My pump was not dropped (to my knowledge). I don't have a high impact job or do much out of the ordinary. FDA safety report ID # (B)(4).